Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-03074. The subject ltf-s190-10 was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation by omsc, the reported phenomenon was not duplicated even though the evaluation was conducted under following conditions. The universal cord and the video cable of this device were twisted. The bending section was angulated. The device was run for a long time. The distal end was heated. As a result of disassembling of the subject device, there was no abnormality of the video connector and the cable. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be conclusively determined, but there was a possibility of temporary contact failure due to foreign substance attached on the electrical contact. The instruction manual provide warnings and how to inspect the device. Warning do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the endoscope and withdraw it from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector to the video system center completely by pushing the video connector until it clicks. Otherwise, faulty contact can result. Do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Inspection: confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.

Manufacturer narrative:
The subject ltf-s190-10 was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ltf-s190-10 to identify the root cause of this failure phenomenon upon receipt of it. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
In an unspecified laparoscopic surgery, the user used the subject ltf-s190-10. At the beginning of the procedure, the endoscopic image was not displayed on the monitor. The user turned off and on of the video processor and adjusted the connection of the subject device. However, the phenomenon was not recovered. The user replaced the subject device with a similar device and completed the procedure. There were no reports of patient injuries related to this incident. After the procedure, the user checked the subject device again, and the endoscopic image was displayed without problem.